Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. It was visible in the logs that alarm 388-no o2 dosing possible occurred frequently since (B)(6) 2017. Gas path test performed and it was visible in the screenshots that the pressure "press o2 regulated" is rising up to 2.98 bar during the test. Informed the customer that the inspiration block needs to be exchanged.

Event description:
The customer reported no o2 dosing possible during ventilation on a patient with 3.5 bar o2 supply issue on the bellavista 1000. The customer did not report any patient harm or injury that was associated with the event.